Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for eval. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. All the pieces were retrieved from the pt and there were no pt consequences. However, if this was recur and the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality, an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, an additional follow-up report will be filed.

Event description:
It was reported by the depuy mitek rep. That during a knee arthroscopy, the ceramic portion of a depuy mitek vapr se electrode broke off into the pt. All the pieces were retrieved from the pt and there were no pt consequences.